Manufacturer narrative:
Insulin pump passed the stop current test, run current test, self test and off no power test. No unexpected off no power alarm, weak battery alarm, failed battery test alarm, battery power loss alarm or low battery alarm noted during testing. Unable to perform displacement test and reservoir unable to lock into place due to completely broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump had low battery alert and battery cap was damaged. The customer's blood glucose value was unknown. The customer stated that they did receive a low battery alert prior to the off no power alert. Customer states this is not the second occurrence of off no power in less than 24 hours after low battery warning. The insulin pump will be returned for analysis.